Event description:
A report was received that the trial patient was complaining of a headache. The physician performed a blood patch and pulled the trial leads, as he believed that the dura may have been punctured while implanting the trial leads. The patient is reportedly doing well.

Manufacturer narrative:
The explanted trial leads were not returned for evaluation, as they were discarded by the medical facility. This is the final report.